Event description:
It was reported that patient was having to charge the ipg frequently and loses a charge very quickly. The patient underwent a battery replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over last few months from the date the manufacturer became aware of the event.